Manufacturer narrative:
A patient experienced autoreducing/ high impedance was reported to abbott. It was also determined the patient had discomfort at the ipg site. As a result, the leads were explanted and replaced, and the ipg was relocated. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced, and the ipg was relocated. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported post fall the patient became unable to adjust their therapy to a higher strength. A lead diagnostic was performed and revealed high impedances across both leads. As a result, surgical intervention may be undertaken to address the issue.